Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the image noise could not be determined. It is possible that the image noise was caused by a bent scope connector terminal pin. Olympus will continue to monitor field performance for this device.

Event description:
Follow-up information from the customer states that the event occurred during preparation for use. The name and date of the intended procedure was unknown. It was also unknown if there were any delays in the intended procedure or how it was completed.

Manufacturer narrative:
Section b5 and d10 of this report has been updated with follow-up information received from the customer.

Event description:
The customer reported to olympus, there was image noise and sandstorm- like noise on the screen when the videoscope cable is shaken. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of noisy image was confirmed. The device evaluation found a broken connector pin on the scope side. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.